Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 17812625, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had developed an infection. The physician discussed with the patient for possibility of recurrence. The patient was advised to stop the antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s infection was at the midline incision. The symptoms of infection were redness, swelling and warmth. The patient underwent an explant procedure. The physician believed that the infection was related to the procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection. The physician discussed with the patient for possibility of recurrence. The patient was advised to stop the antibiotics. The patient will undergo an explant procedure.